Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The patient¿s cgm alarmed for low in the middle of the night. His father tested the patient¿s bg and it was 15 mg/dl. The patient was given juice and sugar tablets, his bg increased to 20-25 mg/dl; however, it decreased again. More juice and sugar pills were given but his bg increase then decrease. Emergency medical services (ems) was called who started an IV, administered IV dextrose and transported the patient to the hospital. The patient¿s bg was 51 mg/dl on arrival to the emergency department but the cgm displayed low. The patient was discharge 6-8 hours later once his blood glucose stabilized. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.